Event description:
It was reported that the unit experienced an e-1 error code and that it will not produce light. It was further reported that the bulb is at 140 hrs of usage time.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.